Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose and suspending. The customer's blood glucose was 59mg/dl. Customer also states receiving a calibration error and change sensor alarm. Customer was advised of fluctuating blood glucose levels, and differences in readings in comparison to their sensor readings. The sensor is being returned and replaced.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.